Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm stated that unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no reservoir alarm, unexpected restart/general - unexpected restart alarms, reset time/date anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at reservoir tube window corners, stained "dassress"/serial number label and stained end cap sticker.